Manufacturer narrative:
(B)(4). Additional information was received confirming that the patient was brought into the clinic for evaluation and the shocking impedance measurements was 57 ohms. The physician was satisfied with this measurement. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that a red alert was received from this patient's remote monitoring system due to an out of range shock lead impedance of 0 ohms. The history of the lead impedance is very stable in the 55-60 oms range. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observation with the caller and suggested testing to confirm the integrity of the system. No other adverse events have been reported. This product issue will be updated if additional information is received.